Event description:
Country of complaint: (B)(6). Defect type: needle detachment.

Manufacturer narrative:
Us reporting agent notification received: (B)(6) 2014. Complaint description: thread releases (automatically) at the juncture between needle and thread. Samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code batch from the same end customer. There are no units in OEM stock. OEM received one open sample with the needle detached from the thread. Thread is still wound on the pack. Without any closed sample, OEM cannot carry out an analysis in order to determine the decision. However, taking into account this is the second complaint received of this code batch for the same issue, OEM will consider this complaint as justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conformed to requirements. Actions on product: replace this code/batch to the end customer or refund.